Manufacturer narrative:
Citation: roberts w et al. Mitral valve replacement after failed mitral ring insertion with or without leaflet/chordal repair for pure mitral regurgitation. Am j cardiol. 2016 jun 1;117(11):1790-807. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding unfortunate consequences of mitral valve repair with ring or band implantation. The study population included 29 patients (predominantly male; mean age 61 years), four of which were implanted with medtronic duran ring and one of which was implanted with medtronic ats simulus semi-rigid band. The serial numbers were not provided. Patient 1: a (B)(6) male with mitral valve prolapse was implanted with a 33-mm duran ring. Sixteen days post-implant leaflet repair breakdown was noted. The ring was explanted, a mechanical valve was implanted, and a coronary artery bypass graft (CABG) procedure was performed. No additional adverse patient effects were reported regarding medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.